Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear extending proximally from the distal bond site for approximately 35mm. The device history record review confirms that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation, that during an unknown procedure, a uromax ultra dilatation balloon was inflated to 11atms. The balloon burst in the kidney. The procedure was completed with another uromax ultra balloon. There were no patient complications and the patient condition was reported as "no harm to the patient".